Event description:
On 01/20/2012 pmt received information regarding an expander that had begun leaking. The expander was implanted on (B)(6) 2011 and explanted on (B)(6) 2012. The doctor told their local pmt sales representative that a fill procedure has been completed 1-2 weeks prior to explant. The pt called the doctor regarding discomfort. The doctor scheduled the pt to be seen on (B)(6) 2012. The doctor determined that the expander was leaking and conducted a placement surgery.

Manufacturer narrative:
Upon receipt of the device, it was noted that the product had not been decontaminated prior to shipment to pmt for investigation. A decontamination procedure was conducted on 02/15-16/2012. After the product was decontaminated, an investigation into the cause of the reported leak was conducted. The product was filled with saline and pressurized to located any leak. A leak was discovered approximately 2cm from the edge of the internal port of the tissue expander. The expander was reviewed under magnification to identify the type of hole and it was noted that the edges were sharp as if cut with a sharp instrument. Review of the procedure used prior to discovery indicates the only instrument which contacted this area was hypodermic needle. Based on the size of the hole and the sharp edges (not jagged like it had been torn), it is determined to have been caused by the hypodermic needle used at the time of the last fill process. It is also noted that the product was used incorrectly. The pmt instruction manual for the integra tissue expanders clearly states, "the pmt integra tissue expander is an inflatable silicone shell designed for temporary (less than 90 days) subcutaneous implantation." The product was implanted in the pt for approximately 6 months.